Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer reports battery cap contact is dislocated and turned off. The customer also reported that the pump cracked from the battery compartment vertically. No harm requiring medical intervention was reported. Troubleshooting was partially performed, and the customer was advised to discontinue the use of the pump and revert to a backup plan per healthcare provider instructions. The product will be returned for analysis. The customer will discontinue using the device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump failed to boot up once installing aa battery, blank display was noted. Pump was not received with original battery cap. Unable to perform displacement test, sleep current test, active current test, and self test due to blank display. Unable to download pump history files and traces using thus software confirmed due to blank display. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor, and force sensor. Misaligned battery tube was noted during visual inspection. The following were also noted during visual inspection: cracked case, scratched case, broken battery tube threads, stained keypad overlay, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for battery cap cracked/damaged. Unable to verify customer's complaint for unexpected battery power loss due to blank display. Cosmetic damage was confirmed at the battery compartment. Unable to download pump history files and traces due to blank display. Blank display was confirmed during testing due to misaligned battery tube. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.